Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose and dka. Caller stated that the customer was hospitalized with blood glucose of over 600 mg/dl. Caller stated that they were unable to remove the battery cap and she has not received any insulin since last night. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.